Event description:
Hcp reported the pt experienced an abrupt decrease in therapeutic effect which was an increase in pain. A pump study was done in 2002 that showed a rotor stall. The pump was turned off and the pt was managed with oral analgesics until the pump replacement. The pt is presently still not having the pain control pt would like. The hcp is working with reprogramming.